Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator delivered and prepared to deploy the subject stent. However, when the operator delivered the subject stent to the distal, the subject stent was not advancing together with the delivery wire. The operator decided that the subject stent deployed prematurely inside the microcatheter, so he withdrew the delivery wire together with the microcatheter. Next he cut the microcatheter and found the subject stent inside. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator delivered and prepared to deploy the subject stent. However, when the operator delivered the subject stent to the distal, the subject stent was not advancing together with the delivery wire. The operator decided that the subject stent deployed prematurely inside the microcatheter, so he withdrew the delivery wire together with the microcatheter. Next he cut the microcatheter and found the subject stent inside. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed, deformed and broken/fractured. The stent delivery wire (sdw) was noted to be kinked/bent. The sdw was noted to be broken/fractured at the proximal side of the distal bumper. The stent introducer distal tip was intact. Functional inspection was not conducted as the reported event: ¿stent deployed prematurely during use¿ was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: 'stent deployed prematurely during use' was visually confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that the device was being used with an 'anterior communicating artery (acoma) aneurysm. The operator prepared to deploy the stent and when delivered the stent to distal the operator found the stent was not advanced to the distal together with delivery wire. He thought the stent deployed in microcatheter so he withdrew the delivery wire and the microcatheter out and cut the microcatheter on the table to see the stent inside. Finally replaced the stent and microcatheter with new ones to finish the procedure'. The stent was returned for analysis in a deployed condition. The stent was inspected and noted to be deformed and the proximal (closed cell) end of the stent was broken off and was not returned for analysis. The stent delivery wire (sdw) was separately returned and was noted to be kinked/bent towards the middle of the wire and also towards the distal section of the wire. The distal end of the wire was broken/fractured at the proximal side of the distal bumper. The introducer sheath was returned for analysis and was undamaged. Given the follow-up response which notes friction/resistance when advancing the stent inside the microcatheter, and having noted during the analysis that the distal tip of the introducer sheath was undamaged, it is possible that the introducer sheath was initially correct positioning, but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. It is not clear how the stent and the sdw both experience a level of force/damage needed to break them although this might be due to the user cutting the microcatheter open as reported in the event description. An assignable cause of procedural factors has been assigned to the reported event: ' stent deployed prematurely during use' and analyzed events: ¿stent deployed prematurely during use¿, ¿sdw broken/fractured during use¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed, deformed and broken/fractured. The stent delivery wire (sdw) was noted to be kinked/bent. The sdw was noted to be broken/fractured at the proximal side of the distal bumper. The stent introducer distal tip was intact. Functional inspection was not performed as the event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was visually confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that the device was being used with an 'anterior communicating artery (acoma) aneurysm. The operator prepared to deploy the stent and when delivered the stent to distal the operator found the stent was not advanced to the distal together with delivery wire. He thought the stent deployed in microcatheter so he withdrew the delivery wire and the microcatheter out and cut the microcatheter on the table to see the stent inside. Finally replaced the stent and microcatheter with new ones to finish the procedure'. The stent was returned for analysis in a deployed condition. The stent was inspected and noted to be deformed and the proximal (closed cell) end of the stent was broken off and was not returned for analysis. The stent delivery wire (sdw) was separately returned and was noted to be kinked/bent towards the middle of the wire and also towards the distal section of the wire. The distal end of the wire was broken/fractured at the proximal side of the distal bumper. The introducer sheath was returned for analysis and was undamaged. Given the follow-up response which notes friction/resistance when advancing the stent inside the microcatheter and having noted during the analysis that the distal tip of the introducer sheath was undamaged, it is possible that the introducer sheath was initially correct positioning, but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. It is not clear how the stent and the sdw both experience a level of force/damage needed to break them although this might be due to the user cutting the microcatheter open as reported in the event description. An assignable cause of procedural factors has been assigned to the as reported event: ¿stent deployed prematurely during use¿ and as analyzed events: ¿stent deployed prematurely during use¿, ¿sdw broken/fractured during use¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator delivered and prepared to deploy the subject stent. However, when the operator delivered the subject stent to the distal, the subject stent was not advancing together with the delivery wire. The operator decided that the subject stent deployed prematurely inside the microcatheter, so he withdrew the delivery wire together with the microcatheter. Next he cut the microcatheter and found the subject stent inside. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.